Event description:
A surgeon reported two patients with visual disturbances following intraocular lens (iol) implant surgery. One patient reported seeing a dark arc in her lateral vision following surgery. There are two medical device reports being submitted; this report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. A completed questionnaire was received. (B) (4). (B) (4). (B) (4).